Event description:
It was reported that the patient visited the clinic with complaints of a massive headache. The patient stopped at an outlying hospital and became unresponsive. Computed tomography (CT) showed a large acute subdural hematoma that later herniated with no reports of head trauma with an international normalized ratio (inr) of 2.7. The patient passed away on (B)(6) 2026.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.